Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer had an issue on universal surgical manipulator (usm) 2. The technical support engineer (tse) reviewed the system logs to verify error 319 on usm 2. The customer had attempted a power cycle prior to contacting technical support. Customer stated that after the power cycle, the error had returned. The surgeon stated that usm 2 was in the way for use as a three usm system. Tse informed the surgeon, that once undocked, he could move/position usm 2 out of the way so the other usms could be used. The surgeon then proceeded to reposition usm 2 and continue with the case. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The unit was tested on an in-house system and failed normal mode as it triggered 319 errors. During the inspection found the rolling loop damaged and coming off its track. The unit failed on a patient side cart (psc) fixture test platform (pftp) as it failed the insertion friction speed low and the fiber test caused by the rolling loop. The rolling loop fiber cable was swapped with a new one and the error no longer occurred. The original rolling loop fiber cable was reinstalled and the errors returned. The unit was tested on a pftp with a new rolling loop fiber cable and passed direction test, lissajous, chipencoder virtual absolute (cva) characterization, sensors check, sine cycle, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. Root cause of this failure is attributed to component failure.